Manufacturer narrative:
Internal complaint reference# (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the footprint suture anchor fractured while it was being implanted. The broken pieces were retrieved from the patient with tissue forceps. The procedure was successfully completed with non-significant delay using a back-up device in the same bone hole. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found labelling confirming the product identification information. No anchor is pictured, and no damage can be seen on the shaft of the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor was not returned. The shaft of the device shows no signs of damage. There is debris on the shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. Based on the information provided, tissue forceps were utilized to retrieve the broken pieces from inside of the patient with tissue forceps. According to the report, the procedure was successfully completed with a non-significant delay using a back-up device in the same bone hole. Since there were no complications and the patient¿s current health status has been reported as good, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.